Event description:
It was reported that the ilet user performed a factory reset of the pump due to maladapted dinner algorithms after frequent use of ¿less than¿ meal entries, which led to excessive insulin delivery with usual meals. The reset was recommended by the user¿s endocrinologist, the reset was completed, and best practices were reviewed. Symptoms included hypoglycemia with a blood glucose level of 50 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcements and size selection, and involvement of the user interface and procedure for meal entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.